Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-03689. It was reported the peripheral system did not provide pain relief for the patient. The patient's system was explanted on (B)(6) 2016.